Event description:
It was reported that the patient fell some months ago due to her knee giving out. On the x-rays the lead wire looked to have a fracture. There were high impedance values, greater than 10,000 ohms on electrodes 8-15. The patient referred to neurosurgery for possible lead revision. The patient experienced less than 50% therapy relief. A thoracic incision was expected. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported that the lead was explanted and a new lead was implanted. The patient was doing great. It was requested that the hospital return the lead to the manufacturer. The fracture was most likely due to a fall.